Event description:
It was reported to boston scientific corporation in 2008 that an endostat ii electrosurgical unit was to be used during an endostat ii procedure. According to the complainant, the footpedal cord had a "short". No pt was involved in this event.

Manufacturer narrative:
Other (short circuit). The suspect medical device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.